Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported having erratic blood glucose (bg) levels. The patient mentioned that her usual bg levels are high and "300 mg/dl" is good for her. The patient also alleged that she had administered boluses that were not recording in the pump's history and the device's display was very dim and hard to see. The patient indicated that her bg levels had been erratic since being hospitalized in (B)(6) 2012. She stated that her bg levels had been ranging from "23 to 600 mg/dl". The patient was treated with 2 steroid injections. On (B)(6) 2012, for treatment of 2 bulging discs. Two days later, the patient mentioned that she was vomiting and could not keep anything down. She was hospitalized and the pump was disconnected. However, the patient was informed that she could leave her site in. It is not known what treatment the patient received during the hospitalization. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient claimed that her bg level reached over "600 mg/dl" and she had symptoms of a headache and nausea. At that time, the patient changed her site and noticed blood and lots of green pus. The site was also swollen. The patient mentioned that her last 2 sites have been sore and swollen. According to the patient, she changes her site every 4 days. The patient's high bg episodes can be possibly attributed to site issues and steroid therapy. On (B)(6) 2012, the patient's mother and boyfriend tried to wake her up in the morning but she was reportedly unresponsive. Paramedics were contacted and when her bg tested, a result of "23 mg/dl" was obtained on an unspecified device. She was taken to an emergency room (ER), treated with 2 bags of IV glucose, and released home. In other unspecified low bg events, the patient mentioned that her head hurt and she was clammy. Through troubleshooting, the patient was able to disconnect from the pump. She primed the tubing and noticed insulin coming out of the end of the tubing. The pump's date was correct but the time was off by 20 minutes. The anm representative involved in this contact was able to walk the patient through correcting the pump's time. No associated alarms were noted in the pump's history. The basal setting for 24 hours was 24 units. There was one unspecified day pump where only 21.4 units were delivered and there was no temp basal rate set or pump suspension. On (B)(6) 2012, a "0" unit bolus was recorded. However, the patient claimed that she did not program any boluses that day. The anm representative noted that no mechanical issues were found with troubleshooting of the pump. The patient was instructed to follow-up with her health care provider (hcp) regarding possible rate changes. The alleged dim display issue was not resolved with troubleshooting. However, the alleged display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a high and low bg levels suggestive of severe hypoglycemia and hyperglycemia. However, at this time it is unknown if the pump and/or possible use-error contributed to the patient's injuries considering no mechanical issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.